Event description:
Latex containing red rubber airway inserted in pt with history of latex contact sensitivity. Airway was removed and replaced with latex free alternative. Contact time 2-3 minutes. No adverse outcomes. No markings on airway to indicate it contains latex.